Manufacturer narrative:
MFR received date: 26 sept 2019. Customer has handled it by self. However, customer declined to provide repair details. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/10/19. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported ventilator alarm. There was no patient involvement.